Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reports that the device would not power on with dc option, battery was dead. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).